Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03091. (B)(4). It was reported that chest pain, myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2010, the patient presented due to a two weeks history of chest pain and was diagnosed with unstable angina. Cardiac catheterization was recommended. Seven days from the onset of symptoms, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal right coronary artery (rca) with 90% moderately-severe eccentric stenosis and was 34 mm long with a reference vessel diameter of 4.4 mm. A 3.00 x 15 mm apex balloon catheter was pulled back across the stenosis in proximal rca and inflated to 16 atmospheres. However, the balloon was ruptured by the calcified eccentric plaque and was removed. Subsequently, a 3.5 x 20 mm quantum balloon catheter passed across the calcified eccentric stenosis and was inflated to 24 atmospheres. The balloon also ruptured and was removed. The lesion was then treated with pre-dilatation and placement of a 4.00 x 38 mm taxus liberté stent. Following post-dilation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the mid rca with 70% severe stenosis and was 15 mm long with a reference vessel diameter of 4.4 mm. After dilation using a 2.50 x 20 mm apex balloon catheter at 16 atmospheres, the lesion was treated with pre-dilatation and placement of a 4.00 x 20 mm taxus liberté stent, with 0 % residual stenosis. Target lesion #3 was a de novo lesion located in the first right posterolateral (rpl) with 90% stenosis and was 13 mm long with a reference vessel diameter of 2.4 mm. A 2.0 x 15 mm apex balloon catheter was unable to cross the ostial stenosis of first rpl and was removed intact. Finally, a 1.5 x 20 mm apex balloon was successfully crossed and inflated and the lesion was treated with pre-dilatation and placement of a 2.25 x 16 mm taxus liberté stent, with 0 % residual stenosis. Target lesion #4 was a de novo lesion located in the second rpl with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Staged procedure to the left anterior descending (lad) was planned. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2010, the patient returned to the cath lab for staged intervention to the lad. Target lesion #5 was a de novo lesion located in mid lad with 80% stenosis and was 58 mm long with a reference vessel diameter of 2.75 mm. During pre- dilation, a 2.50 x 15 mm a bsc cutting balloon was unable to cross the ostium of the lad which was heavily calcified. A non bsc guide wire also failed to cross and was replaced with a 2.50 x 30 mm non-bsc balloon catheter that was inflated successfully. The lesion was treated with placement of 2 overlapping taxus liberté (2.50 x 32 mm proximal and 2.50 x 32 mm distal) stents. Following post dilation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain and was hospitalized on the same day. Electrocardiogram (ECG) revealed normal sinus rhythm with left axis deviation. Troponin values were noted to be elevated. The patient was diagnosed with st segment elevation mi and cardiac catheterization was recommended. The proximal right coronary artery (rca) was treated with pre-dilatation followed by placement of 3.00 x 20 mm promus stent, 3.00 x 20 mm promus stent and 3.00 x 8 mm promus stent. Following post-dilatation, residual stenosis was 10%. The 3.00 x 20 mm promus stent was deployed in the 3.50 x 20 mm ion stent which was implanted in the proximal rca to treat the in-stent thrombosis. The distal rca was treated with placement of a 2.25 x 12 mm promus stent followed by another 2.25 x 12mm promus stent, with 10% residual stenosis. Two days post procedure, st elevation myocardial infarction and stent thrombosis were considered resolved without residual effects and the subject was discharged on the same day on aspirin and clopidogrel.